Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was seen at their pain physician¿s office on (B)(6) 2019. Rep could not speak to the patient¿s earlier recharging intervals, but they stated that impedances were checked and within normal limits and their system was functioning appropriately. The patient was receiving excellent pain relief, therefore reprogramming was not required. The patient¿s amplitude was decreased by .3 mas. The frequency of recharging was discussed with the patient and the patient was told that it was expected that recharging would be needed daily or every other day with the high frequency program. The patient seemed satisfied with the rep¿s explanation. The rep was unable to obtain the patient¿s weight due to confidentiality issues. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient used to charge only every 3 to 4 days and now they have to charge every 2 days. It was reported that the patient had not been reprogrammed or switched to a new group. The patient also had not recently increased their parameters. The patient stated that they leave their ins on 24/7 they have not changed their stimulation settings. They also reported not having any traumas or falls. The patient was wondering why they would have an increase in their recharge frequency. Where is indicated that the patient charges their ins 100%. The patient was redirected to follow-up with their health care provider (hcp), but the patient stated that their hcp told them to call the manufacturer. An email was sent out to the local reps on the patient¿s behalf. The rep indicated that they would reach out to the patient. The event began in (B)(6) 2019. No further complications were reported/anticipated.